Event description:
Event: explant case detail: the graft was implanted in 2001. The pt was treated on an emergent basis at the end of march 2003. Ultrasound disclosed the entire endograft was thrombosed but intact, and the aneurysm was fully excluded. It was reported that the graft was removed and replaced with an aorta right femoral and an aorta left iliac graft. The final angiogram revealed the aneurysm had decreased in size from 5cm to 4 cm. The pt is doing well.